Manufacturer narrative:
Concomitant medical products: sigtrsb60amt 60mm med thk reinforced rel (lot#:n4e2072y) sigadaptxl - sig power sigadaptxl linear xl adapter, serial# (B)(6)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic single anastomosis duodenal switch (sadi) procedure, after successful firing, the knife blade would not retract. The surgeon attempted multiple troubleshooting processes but it appeared that the connect between the adapter and reload was misaligned. The surgeon eventually able to upsize a 5mm trocar to 12 mm, insert another stapler, complete the sleeve and remove the locked staple reload and adapter. The surgical time was extended by 100 minutes due to device issue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, the electronic device-use logs were available. Analysis of the returned handle data indicated that there were abnormalities during the firing and retraction of the returned reload. It was reported that the knife blade would not retract. The reported issue was confirmed. The most likely cause was not traced to the device. The evaluation detected an unreported condition: of calibration turns error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there were abnormalities during the firing and retraction of the returned reload. It was reported that the instrument was difficult to retract knife blade. The reported issue was confirmed. The most likely cause was traced to non-device related factors. The evaluation detected an unreported condition: calibration turns error. Visual inspection noted that the adapter firing rod did not calibrate successfully and a calibration turns error was scripted. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.